Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to first of two flexiva 200 laser fibers used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 laser fibers were opened for use in the ureter in a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during preparation, the first laser fiber was still outside the patient had been connected to the console when they noted it was broken. The second laser fiber was opened but it broke before being used. Reportedly, there was no damage noted on the packaging prior to unpacking. A third flexiva 200 laser fiber was used to complete the case. There were no patient complications reported as a result of this event.